Event description:
Customer indicated the healing abutment fractured inside implant; subsequently the implant needed to be extracted.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned components has confirmed the device has fractured on the thread of the healing abutment and the hex of the abutment has been damaged. The remaining portion of the healing abutment remained stuck inside the implant. A complete dimensional analysis cannot be performed due to the damage of the returned product. The review of the device history review did not provide any indication of a manufacturing deviation that would contribute to this event.

Manufacturer narrative:
Product has not been received.